Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d224trk, implantable cardioverter defibrillator (ICD), (B)(6) 2011; 6949, implantable tachy lead, (B)(6) 2005; 5076, implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the device reached recommended replacement time (rrt) after less than two years of service and did not meet expected longevity. It was noted that left ventricular (lv) outputs were high and had been going up as the lv lead thresholds had increased. It was also reported that there was an alert and on interrogation it was noted that lv impedance was high. Fracture was suspected. The device was explanted and replaced and the lv lead was turned off and subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. High resistance/impedance was noted. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2013. Daily pace lead trend data shows an increase for left ventricular perm pace impedance from 285 to 3135 ohms peak between (B)(6) 2013.